Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2022 placed under mac, in order to change to a longer abutment. During the surgery, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 14, 2022.